Event description:
It was reported the back door and printer were broken. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification no information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the power cord bay door was broken, however it could not be verified that the printer was not working. It was also noted that the stylus function was unreliable on the display, and had to be updated and calibrated. (B)(4): analysis found that the cable was damaged.